Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece, and the s-curve height was measured to be within specification. Final analysis via visual inspection found the lead body insulation was punctured at the distal region of the lead consistent with procedural damage. The cause of the reported event was consistent with procedural damage.

Event description:
It was reported that during an implant procedure, the insulation of the left ventricle (lv) lead had breached which was confirmed visually. The physician elected to not used the lv lead. The patient was stable throughout the procedure.